Event description:
The customer contact reported air in the tubing distal to the pump. The tubing set was being used to deliver 0.9% sodium chloride at rate of 6ml/hr via a plum pump. After 24 hours in use, the burette was refilled with an unspecified volume of solution. It was reported that after approximately another 6 hours in use, the nurse noted approximately 0.5ml to 1.0ml of air in the tubing distal to the pump. No pump alarm was noted. The delivery was stopped and tubing set was removed from clinical use. No air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.